Manufacturer narrative:
At this time, the pacemaker remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a calculated longevity of less than 0.5 years for more than 10 months. The pacemaker data was send for engineering analysis. The analysis revealed the device status was elective replacement near (ern) and was soon to be elective replacement time (ert), the power consumption was low enough to extend the battery. The patient was scheduled to be checked. The pacemaker remains in service. No adverse patient effects were reported.